Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/perforation of tube via essure coil") in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("complications from your essure removal procedure"). The patient was treated with labetalol and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and complication of device removal outcome was unknown. The reporter considered complication of device removal and fallopian tube perforation to be related to essure. The reporter commented: three coils visible on the left, 6 coils visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion xr abdomen ap) locate essure: single supine ap view of the abdomen and pelvis shows the radiodense elements of an essure device in the pelvis projected slightly to right of midline. Bowel gas pattern shows extensive colonic fecal retention. Bony structures normal. No suspicious calcifications. Impression: essure device in the pelvis to the right of midline (B)(6) 2017, surgical pathology report final diagnosis: left fallopian tube, tubal ligation: complete transection with peritubal fibrosis. Intraluminal essure device noted. Right fallopian tube, tubal ligation:complete transection with peritubal fibrosis. Intraluminal essure device noted clinical information: preop dx/hx : bilateral cornual obstruction secondary to the essure system." Gross description: a. Labeled "a. Left side essure" received in formalin is a 4.0 cm in length x 0.5 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. Representative sections are submitted in cassette a. B. Labeled "b. Right side essure" received in formalin is a 5.0 cm in length x 0.7 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. There is a second 0.7 cm in length x 0.3 cm in diameter segment of fallopian tube separate in the container. Representative sections are submitted in cassette b. Microscopic description: a., b. Sections of the right and left fallopian tube show similar findings of peritubal fibrosis and focal histiocytic reaction. Complete transection of each tube is present. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event perforation pt was updated to perforation (fallopian tube(s)). Event complication of device removal added. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (fallopian tube(s))/perforation of tube via essure coil') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, complication of device removal ("complications from your essure removal procedure") and procedural pain ("hurt like massive cramp and pressure and stabbing pain"). The patient was treated with labetalol and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, complication of device removal and procedural pain outcome was unknown. The reporter considered complication of device removal, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: three coils visible on the left, 6 coils visible on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: xr abdomen ap) locate essure: single supine ap view of the abdomen and pelvis shows the radiodense elements of an essure device in the pelvis projected slightly to right of midline. Bowel gas pattern shows extensive colonic fecal retention. Bony structures normal. No suspicious calcifications. Impression: essure device in the pelvis to the right of midline (B)(6) 2017, surgical pathology report final diagnosis: left fallopian tube, tubal ligation: complete transection with peritubal fibrosis. Intraluminal essure device noted. Right fallopian tube, tubal ligation:complete transection with peritubal fibrosis. Intraluminal essure device noted clinical information: preop dx/hx : bilateral cornual obstruction secondary to the essure system." Gross description: a. Labeled "a. Left side essure" received in formalin is a 4.0 cm in length x 0.5 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. Representative sections are submitted in cassette a. B. Labeled "b. Right side essure" received in formalin is a 5.0 cm in length x 0.7 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. There is a second 0.7 cm in length x 0.3 cm in diameter segment of fallopian tube separate in the container. Representative sections are submitted in cassette b. Microscopic description: a., b. Sections of the right and left fallopian tube show similar findings of peritubal fibrosis and focal histiocytic reaction. Complete transection of each tube is present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (fallopian tube(s))/perforation of tube via essure coil') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, complication of device removal ("complications from your essure removal procedure") and procedural pain ("hurt like massive cramp and pressure and stabbing pain"). The patient was treated with labetalol and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, complication of device removal and procedural pain outcome was unknown. The reporter considered complication of device removal, fallopian tube perforation and procedural pain to be related to essure. The reporter commented: three coils visible on the left, 6 coils visible on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: xr abdomen ap) locate essure: single supine ap view of the abdomen and pelvis shows the radiodense elements of an essure device in the pelvis projected slightly to right of midline. Bowel gas pattern shows extensive colonic fecal retention. Bony structures normal. No suspicious calcifications. Impression: essure device in the pelvis to the right of midline (B)(6) 2017, surgical pathology report final diagnosis: left fallopian tube, tubal ligation: complete transection with peritubal fibrosis. Intraluminal essure device noted. Right fallopian tube, tubal ligation:complete transection with peritubal fibrosis. Intraluminal essure device noted clinical information: preop dx/hx : bilateral cornual obstruction secondary to the essure system." Gross description: a. Labeled "a. Left side essure" received in formalin is a 4.0 cm in length x 0.5 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. Representative sections are submitted in cassette a. B. Labeled "b. Right side essure" received in formalin is a 5.0 cm in length x 0.7 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. There is a second 0.7 cm in length x 0.3 cm in diameter segment of fallopian tube separate in the container. Representative sections are submitted in cassette b. Microscopic description: a., b. Sections of the right and left fallopian tube show similar findings of peritubal fibrosis and focal histiocytic reaction. Complete transection of each tube is present. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event:hurt like massive cramp and pressure and stabbing pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (fallopian tube(s))/perforation of tube via essure coil') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, complication of device removal ("complications from your essure removal procedure") and procedural pain ("hurt like massive cramp and pressure and stabbing pain"). The patient was treated with labetalol and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, complication of device removal and procedural pain outcome was unknown. The reporter considered complication of device removal, fallopian tube perforation and procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: three coils visible on the left, 6 coils visible on the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: xr abdomen ap) locate essure: single supine ap view of the abdomen and pelvis shows the radiodense elements of an essure device in the pelvis projected slightly to right of midline. Bowel gas pattern shows extensive colonic fecal retention. Bony structures normal. No suspicious calcifications. Impression: essure device in the pelvis to the right of midline (B)(6) 2017, surgical pathology report final diagnosis: left fallopian tube, tubal ligation: complete transection with peritubal fibrosis. Intraluminal essure device noted. Right fallopian tube, tubal ligation:complete transection with peritubal fibrosis. Intraluminal essure device noted clinical information: preop dx/hx : bilateral cornual obstruction secondary to the essure system." Gross description: a. Labeled "a. Left side essure" received in formalin is a 4.0 cm in length x 0.5 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. Representative sections are submitted in cassette a. B. Labeled "b. Right side essure" received in formalin is a 5.0 cm in length x 0.7 cm in diameter segment of tan-pink rubbery fallopian tube with coiled metal wiring in the lumen consistent with essure device. There is a second 0.7 cm in length x 0.3 cm in diameter segment of fallopian tube separate in the container. Representative sections are submitted in cassette b. Microscopic description: a., b. Sections of the right and left fallopian tube show similar findings of peritubal fibrosis and focal histiocytic reaction. Complete transection of each tube is present. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿extension of expected date of next report¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.